Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump did not deliver. The is full, but residual volume 76.4 ml, rate 1 ml/hr, ib 5 ml. Interval 2 hours, pca 5 ml. Lockout 30 mins. Patient not affected. No additional information available. No patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be under-infusing medication and stopping before all the programmed medication in the disposable has been administered is the pump's expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.responses@icumed.com